Manufacturer narrative:
Product analysis #(B)(4): analysis information -- 2025-11-21 13:27:30 cst pli# 20 product ID# 8637-40 continuation of d10: product ID 8709 lot# serial# (B)(6) implanted: (B)(6) 2005 explanted: (B)(6) 2025 product type catheter h3: 8637-40- the returned device passed all testing in the laboratory and no anomalies were identified. H3: 8709- visual inspection identified a break in the catheter. Analysis identified an area of compression on the catheter body. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 8709, serial# (B)(6), implanted: (B)(6) 2005, explanted: (B)(6) 2015, product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709, serial/lot #: (B)(6), ubd: 20-jul-2007, UDI#: (B)(4), h3: analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a health care provider (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (hydromorphone) 4 mg/ml at a dose of 1.2083 mg/day and bupivacaine 2 mg/ml at a dose of 0.6041 mg/day via an implantable pump. It was reported that there was no return of flow from the catheter during an elective replacement indicator (eri) pump replacement. When asked if there were any environmental/external/patient factors that may have led or contributed to the event, it was stated that they were unable to determine at the time of the report. No diagnostics were performed. Actions/interventions taken included during eri pump replacement, the surgeon was not able to get cerebrospinal fluid (csf) or drug return flow. The surgeon then decided to replace the catheter with a new 8780. The old catheter and pump would be returned to medtronic. The issue was resolved at the time of the report.